Event description:
During intubation attempt the laryngoscope blade broke off in pt's mouth interfering with ability to intubate and ventilate the pt. This caused the pt's tooth to break. During inbility to ventilate, pt became hypoxic and subsequent cardiac arrest. ICU staff present during event. Pt continue to be ICU post arrest.